Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter did not inflate. The iab was replace with a new one. There was no reported injury to the patient.

Manufacturer narrative:
Section d - brand name. From: linear 7.5 fr. 40cc. To: sensation 7fr. 40cc iab. The product was returned with the membrane completely unfolded with no visible blood on the exterior of the catheter. The extender tubing was also returned. Two catheter tubing kinks were observed at approximately 54.4cm & 76cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and fully inflated; no alarm sounded. Kinks can cause difficulty inflating the iab. However, the evaluation was unable to confirm the reported problem. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter did not inflate. The iab was replace with a new one. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - serial # (B)(6). Evaluation method codes 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter did not inflate. The iab was replace with a new one. There was no reported injury to the patient.